Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter adhesive was not sticking. Per additional information received via sample form on (B)(6) 2021, the male external catheters were so sticky, some times they would have to use an adhesive remover wipe to get them off, but they rarely failed. Stated that now they fail all the time and never have to use an adhesive wipe remover to wipe glue off. Patient experienced irritation. No medical intervention was reported.

Event description:
It was reported that the male external catheter adhesive was not sticking. Per additional information received via sample form on 07dec2021, the male external catheters were so sticky, some times they would have to use an adhesive remover wipe to get them off, but they rarely failed. Stated that now they fail all the time and never have to use an adhesive wipe remover to wipe glue off. Patient experienced irritation. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. Visual evaluation noted 1 opened and used mec was received. No obvious observations were noted. Because sample was previously opened unable to do further testing. Therefore, it is unknown if the product meets specifications. Although an exact root cause could not be determined, a potential root cause could be mechanical failure. The product was used for patient diagnostic or treatment. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review not required as it would not have prevented the reported event. The actual/suspected device was inspected.